Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
It was reported that a skin reaction occurred. The sensor was inserted into the arm on (B)(6) 2026. According to the reporter, on (B)(6) 2026, the pediatric patient experienced a skin reaction with itching, burning sensation, redness, inflammation, blisters and dry skin under the entire sensor patch area. Prior to sensor insertion the area was prepped with soap and water. The patient visited the healthcare provider due to the skin reaction and was prescribed oral antibiotic flucloxacillin 5 ml 4 times per day for 7 days. The nurse advised using alcohol wipes instead of soap/water. According to the parent, this is the 2nd time her daughter must take oral antibiotics. Photos of the reported skin reaction in the complaint record were reviewed. The patient developed a localized skin reaction, with noticeable erythema and irritation at the site. The skin appeared inflamed and sensitive. The affected area showed signs of irritation and tenderness, suggesting heightened skin sensitivity. The reaction was confirmed and is consistent with similar local skin responses previously observed and assessed in association with the device use. The findings are within the expected range of reactions known to occur at or around the device application area. There is no documentation of scarring, or systemic involvement. It was mentioned in the email, ¿I¿m sending you photo of her right and left arm. Those are more red than on the photo and also hot to touch that¿s why they recommended antibiotics.¿ dexcom technical support attempted to follow up with the patient multiple times to obtain further details and clarification regarding the incident, but they were unable to make contact. It was not confirmed which photo relates to the specific event date. There was no documentation of further medical intervention. At the time of the report, the patient remains under treatment with no improvement observed. No data or product was provided for investigation; however, a photograph was provided. The allegation was confirmed via photographic inspection. The probable cause could not be determined. No additional patient or event information is available.